Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricle lead to be implanted exhibited high pacing impedance. The right ventricle was replaced during the same procedure on (B)(6) 2022. Patient was stable.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece for evaluation. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead connector passed insertion testing into the test implantable cardioverter device and is-4 connector sleeve. Dimensional analysis of the connector boot was within the product specification. Visual and x-ray inspections of the lead did not find any anomalies.